Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: analysis of the foreign material residue inside the nozzle revealed it to be organic silicone. Possible sources include chemicals such as defoamers. An investigation into the cause involved reviewing the reprocessing procedures at the facility. These were confirmed to be properly implemented, so the specific cause of the residue inside the nozzle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope exhibited foreign matter in nozzle. There was no patient involvement.